Event description:
Material no. 305946 batch no. Unknown. It was reported that during use of the syringe sftygld 1ml w/ndl 26x3/8 ib the syringe plunger would not depress. Medication can be pulled up, but can¿t be administered. The plunger will not move. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: med pulled up fine into the syringe, but can¿t be administered; plunger won¿t budge.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1cc safetyglide syringe without any packaging. Customer states that the plunger won¿t budge. The returned syringe was tested and the plunger was able to be exercised in the barrel without any observed defects. A DHR check was not performed as the lot number is "unknown" for this complaint. The complaint is unconfirmed and the root cause could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 305946, batch no. Unknown. It was reported that during use of the syringe sftygld 1ml w/ndl 26x3/8 ib the syringe plunger would not depress. Medication can be pulled up, but can¿t be administered. The plunger will not move. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: med pulled up fine into the syringe, but can¿t be administered; plunger won¿t budge.